Manufacturer narrative:
Eval: the product was returned to the approved forceps supplier for eval. They provided the following info. The forceps returned from the reported event was evaluated under magnification. The forceps cups mated properly while in a straight configuration and when coiled. There were no abnormalities noted and the device operated as intended. No other observations were noted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure a proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy the physician used a cook captura serrated forceps with spike. The physician observed the forceps were misaligned when closed. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.